Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse found arm 1 wrist fiber cable cross connected to arm 2. Fse corrected connection issue and recalibrated system. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the wrist one fiber cable cross connected to arm two.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer contacted the technical service engineer for phone assistance regarding the universal surgical manipulator 2 (usm2) drifting into the other arms when attempting to stow the da vinci system. The customer was not with the da vinci system during the call with tse and stated the issue had been observed previously. Tse reviewed the system logs for the reported time frame and did not identify any related faults. Tse explained that the arms might have engaged the grab-and-go feature, which could be mitigated by separating the usm arms. The procedure was completed with no reported injury.